Event description:
Patient having procedure: diagnostic laparoscopy, hysterectomy dilatation and curettage, possible novasure thermal uterine ablation. The auto sonics hook tip probe was used on a setting of 5.0 to ablate several endometrial implant clusters. Two different hook tip probes were used and both of them were defective with shearing of the end of the instrument off into the patient's pelvis. Both middle tips were recovered with a grasping forceps. No patient injury was incurred. The probes were from 2 different lot #'s (n2e0030x and n2e0031x).